Event description:
During evaluation of a returned homechoice device, a high drain error 106 alarm was identified. The alarm occurred on (B)(6) 2012, during night drain six. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The high drain error, which is an increased intra peritoneal volume (iipv) event, was confirmed through an event history log review. However, the cause could not be determined. If additional relevant information is received, a follow-up report will be sent.